Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, it was found that aeruginosa biofilm were detected from the sample collected from the outer surface and the instrument channel of the subject device. The subject device had been manually reprocessed using glutaraldehyde. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. It was not confirmed the positive in culture test after receiving by olympus (B)(4). Olympus (B)(4) found the followings at evaluation; the center image was fogging shown on the endoscope screen. The bending section was damaged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.